Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was septic. The implantable pulse generator (ipg) was not infected and the ipg and leads were working correctly. The implantable pulse generator system was removed. No further patient complications have been reported as a result of this event.